Event description:
Medtronic received information that six and a half months following the implant of this bioprosthetic valve, an examination revealed aortic stenosis, with increased gradient (30mmhg), and poor valve orifice areas of all leaflets. The valve was explanted and a pericardial valve implanted with no further adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a clear solution in a glass jar enclosed in the explant box. All leaflets were slightly stiff but flexible. All leaflets appeared intact. All commissures were intact. A remnant of glistening off white pannus lined the inflow margin of attachment of leaflet 2, into the 1-2 inferior coaptive area and 1 to 1.5 mm onto the inflow of leaflet 2 showing possible evidence of a reduced inflow orifice area. A remnant of pannus remained attached to the outflow of leaflet 2 adjacent to the 2-3 commissure. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).